Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the right ventricular (rv) lead exhibited a high capture threshold. The patient was brought into the clinic. Upon interrogation, the rv lead exhibited reduced r-wave amplitude. The rv lead was explanted and replaced. The patient was stable.